Event description:
Boston scientific crm received information that this right atrial (ra) lead became dislodged which required a revision procedure. While cutting the tie down suture sleeve, the lead was also cut. A new ra lead was successfully implanted.